Event description:
Olympus was informed that the user facility was not reprocessing the endoscopes in accordance with the directions for use. The user facility personnel were reportedly not submerging the entire device into the disinfection, and was only cleaning the distal end of the devices that contacts the pt. No further detailed info was provided.

Manufacturer narrative:
No devices were returned to olympus for eval. An olympus endoscopy support specialist (ess) has visited the user facility to review the facility's reprocessing practices, and provided educational materials and inservice training on appropriate reprocessing of endoscopes to user facility personnel. This report is being submitted as a medical device report in an abundance of caution.